Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login was failed for an user. A technical support specialist identified that issue was due to the database corruption and uploaded the database in the station and synchronized it to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es showed an error message indicating a login failure for the user. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.